Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noticed the image on the touchpad was flickering. Fse replaced the touchpad on the surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The touchpad was analyzed and the reported failure was replicated and confirmed. The touchpad was installed on the pca system. The screen was flashing during the power-up of the surgeon side console (ssc) and there was a delayed response at calibration.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the universal surgical manipulators (usms) were stuttering. The customer rebooted the system and reseated all the drape sterile adapters with no change. The customer reported the surgeon side console (ssc) kept delaying, adjusting the surgeon's hands, and making them regrip. The technical support engineer (tse) reviewed the logs and found error 76 pointing to the touchpad in ssc 1. Tse recommended checking if the touchscreen was being touched or asking for the surgeon to do follow on matching grip. The customer stated the ssc touchpad was flickering/toggling between screens even when the surgeon wasn't pressing it. This could be the reason the usms were stuttering and the surgeon had to keep doing follow on matching grip. Tse recommended surgeon swap to ssc 2. The surgeon moved to ssc 2 to continue with the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. It is always checked at startup. The system initially powered on without errors. The second ssc was in the room and there was only a single surgeon working this case. When the usms started acting up and the screen started flickering, that's when they switched to the other ssc to see if changing the console would alleviate that problem. The patient tolerated the change just fine. There was no injury to the patient. The contact person clarified that ¿usms stuttering¿ was referring to imprecise motion (normal, but non-exact motion within joint limits and in the expected direction, when commanded (only when the master moves). Imprecise motion refers to backlash, friction and compliance induced hysteresis, and to more active vibrations or small-scale dithering.)